Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was in the range of 30 mg/dl. The customer also reported that insulin pump had error. Customer reports they were able to clear the alarms and able to rewind the insulin pump. Displacement test was passed. Customer declined troubleshooting for low blood glucose level. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and motor test. No unexpected pump error 130 alarm was noted. (B)(4).